Event description:
A malfunction alarm occurred with the customer's pump during use. There was no reported impact on the customer's blood glucose level, as the customer declined to answer specific questions regarding blood glucose thresholds. Technical support assisted the customer in attempting to load a new cartridge; however, the cartridge alarm recurred, and the issue was unresolved. As a result, a replacement pump was arranged, and the customer will use multiple daily injections (mdi) as a backup until the new pump arrives. The pump was confirmed to be under warranty, and the customer was instructed on returning the faulty pump using a pre-paid label.